Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had rejected new battery and current insulin pump froze and locked up. The customer¿s blood glucose level was unknown. The customer also stated that they had received motor error alarm and the insulin pump was now louder when rewinding compared to when he first got insulin pump. Insulin pump will not be returned for analysis.